Event description:
Per complaint (B)(4), a patient experienced peri-implantitis, resulting in the extraction of their implant.

Manufacturer narrative:
Follow-up submitted to report device evaluation.